Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely depressed creatinine (cre2) results were obtained on the dimension vista 1500 system. Siemens headquarters support center (hsc) completed the investigation of the event. The cause of the event is unknown. Hsc has reviewed the available information and concluded that this is not a cre2 reagent lot or assay issue. The issue was resolved by loading a new flex reagent cartridge. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed creatinine (cre2) results were obtained on patient samples on the dimension vista 1500 system. The results were reported to the physician(s). The same samples were reprocessed and higher results were obtained. Corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine (cre2) results.